Event description:
It was reported that the external charger for the ilet bionic pancreas stopped functioning, with the indicator light flashing green twice and then turning off despite attempts with multiple outlets and reconnecting the cord; the user is temporarily charging the device with a phone charger, and blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on daily activities and no medical intervention or hospitalization. Investigation included complaint handling, user troubleshooting guidance, and a request for device return for evaluation. Investigation of this case revealed a suspected charger malfunction consistent with a power supply or charging accessory failure. It was concluded that the event was related to a malfunction of an accessory component, with no patient harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.